Event description:
The customer reported that there was an x-ray switch stuck error. This error may prevent the system from completely booting up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and found the foot switch had been positioned so that the high voltage cable was pressing down on it, causing the system to prevent x-rays from being generated. The system operates as intended.